Event description:
It was reported by the patient that they "feel a flutter every night at 1258. It messes up whatever sleep I try to get. I have a little anxiety over it now, it's like clockwork. I call it a little flutter on the left side. I told them about it in the office when they checked the incision." Additionally, the patient noted that they are being woken up at the same time every night symptomatic to being "jolted". Additionally, the right ventricular (rv) lead exhibited out of range pacing impedance and high thresholds. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.